Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during a lead reposition at implant due to dislodgement, the lead perforated the right ventricular apex. The patient developed a pericardial effusion followed by cardiac arrest. External cardiac massage and adrenaline was given, and the patient was transferred for surgical drainage.